Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605640 implantable port allegedly experienced unable to aspirate. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605640 implantable port allegedly experienced unable to aspirate, suction issue, fluid leak and fracture .this information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation.the investigation is confirmed for reported needle crack and fluid leak issues, however, the investigation is inconclusive for suction issue as there was no evidence from the sample evaluation. A definitive root cause could not be determined based upon available information. The device is labeled for single use. H10: g4, h6(device: 1260). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.